Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced allergic reaction, with symptoms of lower gi issues with minor irritation in the back of their throat. The patient paused aligner treatment for 10 days and issues went away. They have resumed treatment and will advise if issues return.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.